Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, the patient presented with angina and restenosis. The 90% stenosed, de novo 3.0x15mm non study lesion was located in the proximal right coronary artery. Treatment placed a taxus liberte stent resulting in 0% residual stenosis. In (B)(6) 2010, at the 1 year study follow up visit, the patient had stable angina symptoms. A non target vessel revascularization the same day treated the 75% restenosed, 3.0x15 lesion with a taxus liberte stent resulting in 0% residual stenosis.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).